Manufacturer narrative:
Physio-control replaced the all four battery pins and the batteries. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed the battery pins and batteries and observed that the battery pins and batteries had worn out plating at the contact points, which may result in the device losing power unexpectedly. The cause for the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device electronic records and was unable to verify the reported issue.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while transporting a patient, the device appeared to lock up and cycle power. As a result, defibrillation therapy may not have been possible, if it was necessary. No further information about the patient or the event was made available. Physio has made multiple attempts to obtain additional information, however no reply has been received.